Event description:
Event description guidant received information that the model 1861 was electively removed due to a safety advisory. No therapy issues or patient complications were reported as a result of this advisory. At the replacement procedure, with the newly implanted model t165 undersensing was noted during defibrillation threshold testing due to the patient's torsade-like morphology. The patient was externally rescued. The t165 was replaced with a non-guidant device and the undersensing continued but to a lesser degree so the replacement device was left in service. The chronic lead remains in service with the replacement device. 1861 and t165 were returned for analysis.